Event description:
It was reported that during an inflatable penile prosthesis (ipp), the device would not mechanically function properly. Another product was used to complete the procedure. No patient complications reported. Additional information received. The issue was suspected to be a bad pump or pump valve on the implant. The case was delayed roughly 20 minutes by the issue. The patient did not experience any type of adverse event due to the malfunction. It was further reported that no additional sedation was necessary. Case time was extended slightly, but still within the normal anesthesia time frame.

Event description:
It was reported that during an inflatable penile prosthesis (ipp), the device would not mechanically function properly. Another product was used to complete the procedure. No patient complications reported. Additional information received. The issue was suspected to be a bad pump or pump valve on the implant. The case was delayed roughly 20 minutes by the issue. The patient did not experience any type of adverse event due to the malfunction. It was further reported that no additional sedation was necessary. Case time was extended slightly, but still within the normal anesthesia time frame.

Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation was confirmed via product analysis. The ipp cylinders and ms pump was visually inspected; no leaks were found. The cylinders performed within specification. The pump failed the deflation functional test. The pump therefore requires greater than the specified 14 seconds to deflate the pump from 20 psi to 4 psi. Product analysis confirmed a pump malfunction. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.